Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced undesired leg stimulation. Multiple attempts by the manufacturer representative and physician to fix the issue with reprogramming did not work. The physician chose to replace the lead. It was reported that following the replacement the patient was doing fine.